Event description:
It was reported that the foley catheter was detained on 06mar2024, and the event occurred on 08mar2024. The sterilized water that had been injected at 10 cc had been reduced to 1 cc by the morning of two days later. Per additional information via email from ibc on 20mar2024, it was stated that hole in the balloon was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Four photos were received for evaluation. The first photo showcases an overview of the two way all silicone catheter. The second photo zooms into the deflated balloon and tip. The last two photos show the catheter cap with its lot number and a handwritten note in native language. Also received 1 all-silicone foley catheter with sample port connector. Visual inspection noted no obvious observations. Using the in-house syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was detained on (B)(6) 2024, and the event occurred on 08mar2024. The sterilized water that had been injected at 10 cc had been reduced to 1 cc by the morning of two days later. Per additional information via email from ibc on 20mar2024, it was stated that hole in the balloon was unknown.